Event description:
It was reported to philips that the device switched off due to ups failure; bypass restored functionality on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Bypass implemented; ups repair pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).